Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report a detached sensor wire on (B)(6) 2014. Upon sensor wire deployment, the wire remained inside the applicator. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).